Event description:
The evis exera ii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, the air/water-cylinder and air/water-tube have foreign objects, distal end has residual liquid; distal end has some points of corrosion, the inside of the light guide has discoloration, and the forceps elevator has foreign material. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process the air/water-cylinder and air/water-tube have foreign objects, distal end has residual liquid; distal end has some points of corrosion, the inside of the light guide has discoloration, the forceps elevator has foreign material, the suctional-cylinder has no color, switch 1 has a cut, due to fray of knob-wire, forceps skip or sway on the upper half of the endoscopic image. Due to damage on knob-wire, fixing force of guide wire does not meet the standard value, due to annual inspection, parts must be replaced, adhesive around the light guide lens has discoloration, corrosion around forceps elevator and universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Furthermore, it was not confirmed that there was physical damage at the material residue point. This is likely due to insufficient or inadequate reprocessing. Additionally, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping distal end, chemical stress by chemical solutions. As a result, humidity invaded lg-lens which led to corrosion. Therefore, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the IFU sections: -IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection -IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories) the event 3: the suggested event is detectable by handling the device in accordance with the following IFU. -IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection olympus will continue to monitor field performance for this device.